Event description:
Additional information was received indicating that another red alert was detected for high, out of range shocking lead impedance measurement. This has been an ongoing issue and the same resolution was made wherein programming was performed and everything worked well. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shocking lead impedance measurement detected via the patient remote monitoring system. Boston scientific technical services (ts) suggested an x-ray be performed. Additional information was received indicating that the clinician programmed superior vena cava coil off and the lead then seemed fine. The system remains in service. No adverse patient effects were reported.